Manufacturer narrative:
(B)(4). Date sent: 7/30/2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot number was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: prior to linx placement, did the patient have an egd, ph, and manometry studies done? Yes. All pre-op diagnostics were performed per the surgeon. He did not provide me with those results. On what date did the implant take place? Unknown. On what date did the explant take place? (B)(6) 2020. What is the product code for the linx device that was removed? Lxmc14. What is the lot number of the linx device? Unknown. When using the linx sizing device what technique was used to determine the size? Unknown. Did the patient have an autoimmune disease? Unknown. Is the patient currently taking steroids / immunization drugs? Unknown. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Unknown, but assuming no. How severe was the dysphagia/odynophagia before intervention? Unknown. Were there any intra-operative complications during implant? Unknown. Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Not that were reported by the surgeon. Was the device found in the correct position/geometry at the time of removal? Unknown.

Event description:
It was reported that the linx device was ex-planted due to difficulty swallowing.

Manufacturer narrative:
(B)(4). Date sent: 9/2/2020. Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device received in two sections and with bent links. Link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.